Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to an out of phase motor encoder. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.